Event description:
Revision surgery - patient had chronic dislocation. Took out shell, liner, and head. Documentation provided for (B)(6) 2010 revision includes documentation of a (B)(6) 2004 revision of the ceramic head. No previous notification of this revision received. Chronology - (B)(6) 2004 - original implant of femoral stem, ceramic femoral head, acetabular shell, and ceramic liner. Documentation received showing a revision of the ceramic head with the same size ceramic head and a 25mm screw on (B)(6) 2004. On (B)(6) 2010 - revision surgery for chronic dislocation. Took out shell, liner, and head and replaced with ceramic femoral head and sleeve.